Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod packing coil (packing coil) and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. During the procedure, the lantern was inserted into the target vessel. While advancing the packing coil through the lantern, the packing coil could not be advanced near the distal end of the lantern. During attempts to manipulate the packing coil by alternately advancing and retracting it, the packing coil unintentionally detached within the lantern. Therefore, the lantern containing the packing coil was removed. Upon removal, it was found that the distal end of the lantern was ovalized. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.